Event description:
A customer reported that their 4l oxygen barrier bag was leaking. This condition was observed outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was received at the plant for evaluation. No defect was observed during visual inspection or during the under water leak test. The bag was found to be within specification. No other testing was performed. Should additional relevant information become available, a supplemental report will be submitted.